Event description:
Information received with return of the explanted device notes that at implant, the pocket was closed and loss of atrial capture, output and sensing was observed. Upon re- opening of the pocket, it was noted that the set screw was stripped and could not be tightened.